Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019, he felt dizzy while driving and met with a car accident because of the high readings issue on his adc freestyle libre sensor. Customer further reported that an unspecified reading was obtained on the hcp meter which was lesser than the reading obtained on the sensor. Customer was diagnosed with hypoglycemia and was treated with an infusion at the place where the accident occurred and was later seen at the hospital. Customer additionally reported the readings of 113 mg/dl, 326 mg/dl and 88 mg/dl obtained on the sensor compared to the readings of 54 mg/dl, 219 mg/dl and 52 mg/dl obtained on an unspecified meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported that on (B)(6) 2019, he felt dizzy while driving and met with a car accident because of the high readings issue on his adc freestyle libre sensor. Customer further reported that an unspecified reading was obtained on the hcp meter which was lesser than the reading obtained on the sensor. Customer was diagnosed with hypoglycemia and was treated with an infusion at the place where the accident occurred and was later seen at the hospital. Customer additionally reported the readings of 113 mg/dl, 326 mg/dl and 88 mg/dl obtained on the sensor compared to the readings of 54 mg/dl, 219 mg/dl and 52 mg/dl obtained on an unspecified meter. There was no report of death or permanent impairment associated with this event.